Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had bleeding lcd glass.

Event description:
Customer reported via phone call to have physical damage on the insulin pump. Customer's blood glucose was 200 mg/dl. Customer reported that the screen is starting to form clusters of black dots. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.